Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system (B)(4) exhibiting a tcmid:06 (ce post failure) was confirmed through review of the event log and during functional testing. Loose electrical connection caused the intermittent power to the cooling engine (ce) compressor. Visual inspection was performed and found damaged pump lid and housing lid, unrelated to the reported complaint. The thermogard is a reusable as well as serviceable device and was manufactured in april 2015. Therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. Event log shows tcmid:06 errors, confirming the reported complaint. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard (B)(4). (B)(4) reported on (B)(6) 2015. Cooling engine harness cable was replaced.

Event description:
During patient use, the thermogard console (B)(4) alarmed with a tcmid:06 (ce post failure) error message. The console was replaced to continue the treatment. No patient harm or consequence was reported.